Event description:
It was reported that the patient went into complete heart block transiently while the physician was using the farawave catheter to perform a cti line. The caller reported that they were atrial pacing through the cs catheter during ablation. For every three times the atrium was paced through the cs catheter, only one of those three would conduct down to the ventricle. When they came off pacing, the patient was completely asystolic. The caller reported that the heart block was confirmed and noticed on the intracardiac signals displayed on the carto 3 system and the recording system. The webster cs catheter was placed into the ventricle to ventricular pace. They checked the patient a couple of times and the patient was still in heart block. While setting up to place a temporary pacing wire in the patient and when they came off pacing, the patient was back in sinus rhythm and conduction returned. The caller reported that the patient was in complete heart block for about 20 minutes. The patient left the lab in sinus rhythm and without a pacing wire. The caller reported that the last known patient status was stable when leaving the lab. Patient was kept overnight. The injury occurred at the end of the case and the procedure was completed. The caller reported that the carto 3 system was used for mapping and the farapulse system was used for ablation. The caller stated that petal xml was used. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".